Manufacturer narrative:
Investigation: evaluation: a review of the complaint history, device history record, instructions for use, specifications, and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Per the instructions for use: ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow.¿ based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a redo double lumen total parenteral nutrition (tpn) catheter on (B)(6) 2017 for an unspecified indication. The customer reports that the device broke on (B)(6) 2017. The circumstances and handling conditions surrounding the event are not known. The details of the break were not provided. The device was explanted; it is not known what other actions were undertaken by the clinical staff to address this event. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The device is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this report. Additional patient and event information was requested; no further information was received as of the date of this report.